Event description:
I am writing to formally lodge a complaint regarding persistent and severe defects associated with the dexcom g7 continuous glucose monitoring (cgm) system, which I have been using for over a year. During my experience with this product, I have encountered multiple significant issues, including frequent "sensor failures" as indicated in the attached photograph. These product failures have resulted in serious health risks, including one incident that led to hospitalization. Additionally, dexcom's customer support system has proven inadequate. I have repeatedly experienced prolonged hold times exceeding one-hour, abrupt disconnections at the start of calls, and a general lack of responsiveness from dexcom representatives. These issues have prevented effective reporting of complaints and hindered access to critical assistance. Given the severity and frequency of these failures, which pose potential risks of severe injury or death, I respectfully request that the FDA initiate an immediate investigation into the quality, safety, and customer support practices associated with the dexcom g7 product. I am available to provide further information and testimony to assist in your investigation. You may contact me directly via email at (B)(6) or by telephone at (B)(6). Thank you for your prompt attention to this critical matter.